Event description:
During a ptca/stenting treatment procedure in a 50-60% lesion in the mid-lad, crossing difficulties were encountered with the express2 stent. The long, difuse, ulcerated, lesion was pre-dilated, but the physician was unable to cross the lesion. When he attempted to pull the stent back into the guide, the proximal end of the stent became crimped and he was unable to pull it back into the guide. He then elected to pull the guide, the stent/stent delivery system and the coronary wire back in through the sheath in order to remove them. However, the stent would not come through the sheath. A second wire was placed through the sheath in order to maintain position in the groin, however, the physician was unable to remove the entire system as the stent began to come off the balloon. The wire, stent and stent delivery system were maintain in the femoral artery and a femstop was placed for hemostasis. Final angiograms of the left anterior descending artery did show timi-3 antegrade flow with no evidence of dissection and less than 10% residual stenosis. No further attempt at stent implantation was undertaken. A vascular surgeon was consulted and the pt was transferred emergently to the operating room for surgical evacuation of a right groin hematoma and retrieval of the stent.